Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the harvester was pushing the tissue welder through the cannula when the hemopro began smoking and continued delivering energy. The maquet account mgr and maquet territory mgr did not check to see if the activation toggle switch was confirmed to be in the "off" position. They did not observe any overheating (glowing jaws) during this event. The harvester immediately unplugged the device and a replacement unit was used to complete the procedure. The hospital did not report any pt complications - no involvement. This is a new acct that was performing an evaluation and this was the second or third procedure using the hemopro.

Manufacturer narrative:
Investigation results: maquet received the device on 11/09/2009. The visual inspection revealed no non-confirmities were observed on the returned hemopro tissue welder. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).